Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2016, the patient underwent the surgery with t2 recon nail due to subtrochanteric fracture. Bone union was not achieved during follow-up observation and the patient complained pain on (B)(6) 2017. X-ray showed breakage of the t2 recon nail. The breakage was not observed a examination on (B)(6) 2017. Revision is scheduled on (B)(6) 2017.

Manufacturer narrative:
Product inquiry stated the reconstruction nail as subject product. The reported event was confirmed by received x-ray. An investigation of the product itself was not possible because it had been disposed in the hospital after revision. As no item was returned actual dimension could not be checked. No deviations were found during review of the manufacturing documents (DHR). The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. General aspects: the t2 recon nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labeling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. One requirement for successful nail treatment is a timely bone healing in order to relive the implants over the progressing time of implantation. Another requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. A third requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. In this case implant breakage had occurred after an implantation period of approx. 10 months. As missing bone union was confirmed by follow-up examination it was concluded that the nail had suffered from permanent load application without relive. Thus, the nail most likely broke due to bending overload. It could not be determined whether the nail had been damaged intra-operatively. It could not be determined if the patient had been compliant to the surgeon¿s instruction regarding post-operative load bearing. Delayed or missing bone healing is considered being patient related and is published in the labeling with available information it is very likely that the nail broke due to patient conditions. Based on the given information a deficiency of the nail could not be verified.

Event description:
On (B)(6) 2016, the patient underwent the surgery with t2 recon nail due to subtrochanteric fracture. Bone union was not achieved during follow-up observation and the patient complained of pain on (B)(6) 2017. X-ray showed breakage of the t2 recon nail. The breakage was not observed at examination on (B)(6) 2017. Revision is scheduled on (B)(6) 2017.